Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 41-48 mg/dl at the time of incident and the current blood glucose level was 48 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer was alleging the insulin pump was over delivering. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test per (B)(4) as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not leaks and not occluded. (B)(4)